Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange due to concern with the product."

Event description:
Healthcare professional reported left side exchange due to concern with the product. Healthcare professional later reported "band of tissue around diaphragm valve" and "plug strap separated." The device was explanted.